Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that lead has migrated. The patient underwent a lead replacement and was doing well post operatively. The explanted device will not be returned.